Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: o2 mixer assembly defective. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: during safety control check after maintenance the c2 fails in service software page 2104: the mixer- setting of fio2 was 90%, the device delivered round about 98%. Tolerance out of range.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: o2 mixer assembly defective. Correction: replaced defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: during safety control check after maintenance the c2 fails in service software page 2104: the mixer- setting of fio2 was 90%, the device delivered round about 98%. Tolerance out of range.